Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device worked for approx 45 minutes and then stopped. It was noticed after the case the tip was broken off. It is unk if the tip fell into the pt. Another device was used to complete the procedure. Pt consequence is unk.